Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the results on the meter had been high compared to his feelings/normal results since the first week of (B)(6) 2015; however, no results were supplied for this time. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. Around (B)(6) 2015, the patient claimed that he took insulin based on the meter's reading and 1 hour later developed symptoms of "pallor on face and sweating". He reported that his friends were with him and he sat down and had "sugar" to treat the symptoms. He indicated that he did not have testing supplies with him at the time to test his blood glucose level. During troubleshooting, the patient was unable or unwilling to answer the questions posed by the csr. Replacement product was sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.